Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged air bubble issue was not duplicated. Review of black box data did not find any activities related to the complaint. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any air bubble issue. An audio bolus and a normal bolus were delivered and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. Reportedly, air bubble repeatedly appeared in the infusion tubing near the insertion site. The issue persisted with all new accessories and room temperature insulin. The customer allegedly is an experienced user and had lost confidence with the insulin pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.